Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. A replacement pump was sent to the customer to resolve the issue. The customer's blood glucose level was 130 - 169 mg/dl.